Manufacturer narrative:
Manufacturer's investigation conclusion: log files were submitted for review in association with the reported event of a patient passing away due to an unknown root cause. The log files were reviewed and showed that the driveline was never connected to the system controller (serial number: (B)(6)) in the data captured. The submitted log files contained only events consistent with the controller being periodically connected to power to charge the backup battery, as intended. A clock not set alarm was noted, but this event is consistent with manufacturing. No atypical events or alarms were captured in the data reviewed. Attempts were made to obtain additional event information, but no response was received. No device issue was noted or identified via this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 5 of the patient handbook instructs users on how to identify and resolve alarms that sound from their system controller. Section 7 of the IFU instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away on (B)(6) 2025. They were found unresponsive around 11:30 pm. The log files did not capture any working data. It was thought that the patient¿s backup system controller. The system controller could have been used in the past and the patient could have switched over to it before they passed away, but it stated the pump was not up with it. The pump appeared to not have operated with this system controller. It appeared that the system controller had experienced a complete loss of power due to the dates.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.